Event description:
The surgeon reported a corneal/scleral thermal injury. The surgeon reported an occlusion and an increase in the temperature of the handpiece about three seconds into the procedure. They switched out the handpiece and the cassette, and performed corneal cooling the cold bss. The surgery was completed, but a "wound issue" was noted. The patient was seen one day post op, and it was observed that the burn is not very extensive nor deep. The patient will be seen every week for awhile.

Manufacturer narrative:
Multiple attempts were made for more info on the event with no response to date. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. (For use when an appropriate device code cannot be identified) this report was mailed to FDA on: 10/31/2008.